Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, during the procedure the harvester noted that it was difficult to slide the hemopro tool back and forth with in the cannula. Another hemopro kit was opened and the same issue was noted. The harvester noted that the sliding issue was less than the first system thus he decided to complete the case with this hemopro kit. There were no patient complications or adverse event. There was a delay in the surgical procedure due to exchanging kits.

Manufacturer narrative:
Tw (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h11. Corrected section: h6 - medical device ¿ problem code from "1384" to "2183". The device was returned to the factory for evaluation on 03/31/2025. An investigation was conducted on 04/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula with no visual difficulties observed. There were no visual defects observed on the intact harvesting device. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact c-ring or cannula. Based on the returned condition of the device, the reported failure "fitting problem- tool" was not confirmed. The lot # 3000418667 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.